Manufacturer narrative:
Analysis found that the device was received in good cosmetic condition. The customer's complaint could not be confirmed. Two rubber footstoppers missing. Rubber footstoppers have been replaced. The unit has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the device was defective. There was no known patient impact.